Event description:
A school nurse called on behalf of the customer. She stated the customer received a blood glucose reading of 30 mg/dl from her contour and a reading of 136 mg/dl from the school's meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.